Event description:
It was reported that the unit shut off after it became warm. It was further reported that this constituted a warm error.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.